Event description:
The customer reported that an 840 ventilator was inoperable. The failure happened when the device was (not) used on a patient. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replaced the graphic user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).